Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. At an unknown timepoint, the patient developed a pericardial effusion which required a pericardiocentesis. The patient is expected to make a full recovery.